Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
An entire lead was returned cut in two pieces. Internal insulation abrasion was found between 9.7cm to 12.7cm and 32.0cm to 32.5cm from the distal tip. The etfe coating was intact at the same location.